Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was confirmed. The ma-15c bearing sleeve exhibited evidence (flaring of the tip) that is consistent with the application of excessive side load force during use. (B)(4).

Event description:
Reporter from the us reported that the cutter shaft broke completely near the distal portion of the attachment. The attachment flared out at the distal most portion. All pieces were found. The device was used in surgery. It is known that there was no patient/user injury. It is unknown if there was medical intervention. If any additional information should become available, this notification will be updated accordingly.